Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized via emergency room due to the event, pd therapy was discontinued and the treatment modality was changed from automated pd to continuous ambulatory pd therapy. It was reported that patient was going to get treatment soon. At the time of this report, the patient has not recovered from the event. The reporter declined to provide additional information.